Event description:
As reported, button #1 on a 6/7f mynx control vascular closure device (vcd) was not pressed while being used; therefore, hemostasis was achieved by using another mynx. There was no reported patient injury. The device was intended to be used in a peripheral diagnostic procedure. The button could not be depressed at all. The mynx control was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure device less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device was returned for evaluation. The product evaluation found the sealant was partially exposed from the sealant sleeves.

Manufacturer narrative:
As reported, button #1 on a 6f/7f mynx control vascular closure device (vcd) was not pressed while being used; therefore, hemostasis was achieved by using another mynx. There was no reported patient injury. The device was intended to be used in a peripheral diagnostic procedure. The button could not be depressed at all. The mynx control was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure device less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. A non-sterile ¿mynx control vcd 6f7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was not received, and the stopcock was found opened. The sealant was found partially exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. However, there were no cracks observed on it. In addition, the procedural sheath was not returned with the device. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, button 1 was able to be fully depressed and locked in place with some resistance felt. It was revealed that the sealant was exposed to blood, which caused the resistance felt when attempting to depress the button 1. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found partially exposed from the sealant sleeves due its severely kinked/bent condition, and no cracks were observed on it. The product history record (phr) review of lot f2129103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (although it was reported that the tension indicator was aligned with the markers before attempting to deploy) are possible. Additionally, procedural/handling factors possibly resulted in the severely kinked/bent condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.